Event description:
A site representative reported a damaged spine clamp. The threads on the screw that manipulates the clamp were worn out, therefore making it difficult for the clamp to stay tightly closed. There was no patient present.

Manufacturer narrative:
No patient was present. The site will not be replacing the device at this time. The device is currently out of use in the sterile processing manager's office. No parts or files have been received by the manufacturer. Not returned.